Manufacturer narrative:
This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has determined to re-classify this type of event as reportable. This report is being filed as part of a retrospective review being conducted in response to this new decision. There was no patient involvement. Initial contact telephone number: (B)(6). Livanova (B)(4) manufactures the electronic venous occluder (evo). The event occurred in (B)(6). The device was returned to livanova (B)(4) for investigation. During evaluation, the issue could not be confirmed. The clamp opened and closed without any problem and the motor current value was found to be correct. All tests performed were carried out error-free, and a 12 hour test run was completed without issue. As a precaution, the hva board, the encoder and the ribbon cable were replaced. The device was cleaned and a mechanical test and calibration were successfully performed. After successfully completing a software update, nvmem clear and technical safety inspection, the device was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the error could not be reproduced, a root cause was not determined.

Event description:
Livanova (B)(4) received a report that an electronic venous occluder (evo) displayed an error message during priming. There was no patient involvement.